Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure in the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt artery. The physician tried unsuccessfully to remove the device by releasing the locking mechanism on the thumb advancer by the access ports as indicated in the instructions for use. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip and manual compression for four mins. There were no reported adverse pt effects. No additional info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.